Event description:
Boston scientific received information that this right atrial (ra) lead continued to exhibit noise (as noted on stored electrograms in the arrhythmia log book); it was thought that the lead was fractured. During an upgrade to a bi-ventricular device this lead was extracted, and a new ra lead was implanted. It was noted that the will not be returned as it was sent to the pathology lab at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.